Manufacturer narrative:
Product code was updated.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue was the most probable cause. Based on the results for other parameters, the suspect po2 result was most likely the correct result.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable po2 results for one patient sample. The patient used o2 (4 lit/m and through venturi filter mask) and the po2 was measured by monitor dash 4000 and was 94-95 mmhg. The result from the cobas b 221 was 122.6 mmhg. Another sample was drawn from the patient and the result was 77.5 mmhg. The sample was tested on another cobas b221 and the result was 70.8 mmhg. These results were believed to be correct. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The po2 electrode lot number and expiration date were requested but were not provided.